Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the display was "bleeding" pixels and the upper and lower cases were broken, could not confirm the self-test failure however the device did fail functional testing due to the device would not power up. It was also noted that the ring cover was missing, one case screw was missing, the ring was missing, the battery drawer was broken, the keyboard was scratched and there was a piece of foreign material in between the display and the display lens.

Event description:
It was reported that the external pulse generator (epg) display has bad pixels all over, the case is broken and it failed the self test. The epg has been returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.